Event description:
Customer reported an issue with the passport 2 monitor, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replaced cpu board and the unit was functionally tested.